Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra 2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017 at around 7:00 pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿15.4 mmol/l¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient informed the csr that she manages her diabetes with insulin (self-adjuster). It was not reported if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of feeling ¿sweaty, shaky and weak¿ 15 minutes after the alleged issue began and claimed she received a warning message of low glucose (less than 1.1 mmol/l) on an unspecified device. The patient claimed she treated herself with orange juice and glucose tablets in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr walked the patient through a control solution test and the result fell outside the specified control solution range. The subject products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.